Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menorrhagia (prolonged menses)"), abdominal pain ("severe abdominal pain/left quadrant pain"), dyspareunia ("dyspareunia"), migraine ("migraines"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain, dyspareunia, migraine, alopecia and vaginal discharge was resolving. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: following the essure removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of fallopian tubes company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and thyroidectomy ("thyroidectomy") in a 43-year-old female patient who had essure (batch no. 727106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression, cholecystectomy, cesarean section and vulvovaginitis. Concurrent conditions included obesity, penicillin allergy, constipation, pancreatic cyst and toxic nodular goiter. Family history included coronary artery disease (father) and thyroid disorder (sister). Concomitant products included ibuprofen for pain as well as levothyroxine since (B)(6) 2014 and naproxen. On (B)(6) 2010, the patient had essure inserted. In august 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea(cramping)"), menorrhagia ("abnormal menorrhagia (prolonged menses) / abnormal bleeding (menorrhagia)/heavy periods with clots, heavy periods with clots") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient had essure inserted. In october 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In november 2010, the patient experienced vaginal discharge ("irregular vaginal discharge"). In january 2011, the patient experienced fatigue ("fatigue/feel very tired"). On (B)(6) 2011, 1 year 2 months after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). In november 2011, the patient experienced alopecia ("hair loss"), dermatitis ("dermatitis"), rash ("rash") and skin disorder ("skin condition"). In january 2014, the patient experienced vision blurred ("blurry vision"). On (B)(6) 2014, the patient underwent thyroidectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain/left quadrant pain/ abdomen hurts like a sharp pain"), dyspareunia ("dyspareunia"), hyperthyroidism ("hyperthyroidism"), neck pain ("neck pain"), back pain ("back pain"), ovarian cyst ("ovarian cyst"), uterine leiomyoma ("fibroid") and anxiety ("anxious"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, thyroidectomy, vaginal haemorrhage, hyperthyroidism, female sexual dysfunction, dermatitis, headache, fatigue, rash, skin disorder and neck pain had resolved, the dysmenorrhoea, menorrhagia, abdominal pain, dyspareunia, migraine, alopecia and vaginal discharge was resolving, the vision blurred and back pain had not resolved and the ovarian cyst, uterine leiomyoma and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, dermatitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hyperthyroidism, menorrhagia, migraine, neck pain, ovarian cyst, pelvic pain, rash, skin disorder, thyroidectomy, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: following the essure removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of fallopian tubes pregnancy test was negative. Concerning the injuries in the case, the following ones were described in patient via social media: - ovarian cyst,uterine leiomyoma, anxiety. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event added per social media: ovary cyst, fibroid, anxious. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and thyroidectomy ("thyroidectomy") in a 43-year-old female patient who had essure (batch no. 727106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression, cholecystectomy, cesarean section and vulvovaginitis. Concurrent conditions included obesity, penicillin allergy, constipation, pancreatic cyst and goiter. Family history included coronary artery disease (father) and thyroid disorder (sister). Concomitant products included levothyroxine since (B)(6) 2014. In august 2010, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menorrhagia (prolonged menses) / abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient had essure inserted. In october 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In november 2010, the patient experienced vaginal discharge ("irregular vaginal discharge"). In january 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, 1 year 2 months after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). In november 2011, the patient experienced alopecia ("hair loss"), rash ("rash") and skin disorder ("skin condition"). In january 2014, the patient experienced vision blurred ("blurry vision"). On (B)(6) 2014, the patient underwent thyroidectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain/left quadrant pain"), dyspareunia ("dyspareunia"), hyperthyroidism ("hyperthyroidism"), dermatitis ("dermatitis"), neck pain ("neck pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, thyroidectomy, vaginal haemorrhage, hyperthyroidism, female sexual dysfunction, dermatitis, headache, fatigue, rash, skin disorder and neck pain had resolved, the dysmenorrhoea, menorrhagia, abdominal pain, dyspareunia, migraine, alopecia and vaginal discharge was resolving and the vision blurred and back pain had not resolved. The reporter considered abdominal pain, alopecia, back pain, dermatitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hyperthyroidism, menorrhagia, migraine, neck pain, pelvic pain, rash, skin disorder, thyroidectomy, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: following the essure removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of fallopian tubes pregnancy test was negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, patient concomitant and historical condition added, family history added, concomitant drug added, lot number received,events added:-thyroidectomy, vaginal haemorrhage, hyperthyroidism, female sexual dysfunction, dermatitis, headache, fatigue, vision blurred, rash, skin disorder, neck pain, back pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and thyroidectomy ("thyroidectomy") in a 43-year-old female patient who had essure (batch no. 727106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression, cholecystectomy, cesarean section and vulvovaginitis. Concurrent conditions included obesity, penicillin allergy, constipation, pancreatic cyst and toxic nodular goiter. Family history included coronary artery disease (father) and thyroid disorder (sister). Concomitant products included ibuprofen for pain as well as levothyroxine since (B)(6) 2014 and naproxen. In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea(cramping)"), menorrhagia ("abnormal menorrhagia (prolonged menses) / abnormal bleeding (menorrhagia)/heavy periods with clots, heavy periods with clots") and vaginal haemorrhage ("abnormal bleeding (vaginal)/ I was spotting like my period"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6) 2010, the patient experienced vaginal discharge ("irregular vaginal discharge"). In (B)(6) 2011, the patient experienced fatigue ("fatigue/feel very tired"). On (B)(6) 2011, 1 year 2 months after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"), dermatitis ("dermatitis"), rash ("rash") and skin disorder ("skin condition"). In (B)(6) 2014, the patient experienced vision blurred ("blurry vision"). On (B)(6) 2014, the patient underwent thyroidectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain/left quadrant pain/ abdomen hurts like a sharp pain"), dyspareunia ("dyspareunia"), hyperthyroidism ("hyperthyroidism"), neck pain ("neck pain"), back pain ("back pain"), ovarian cyst ("ovarian cyst"), uterine leiomyoma ("fibroid") and anxiety ("anxious"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, thyroidectomy, vaginal haemorrhage, hyperthyroidism, female sexual dysfunction, dermatitis, headache, fatigue, rash, skin disorder and neck pain had resolved, the dysmenorrhoea, menorrhagia, abdominal pain, dyspareunia, migraine, alopecia and vaginal discharge was resolving, the vision blurred and back pain had not resolved and the ovarian cyst, uterine leiomyoma and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, dermatitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hyperthyroidism, menorrhagia, migraine, neck pain, ovarian cyst, pelvic pain, rash, skin disorder, thyroidectomy, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: following the essure removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of fallopian tubes pregnancy test was negative. Concerning the injuries in the case, the following ones were described in patient via social media: - ovarian cyst,uterine leiomyoma, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.